Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient underwent an elective explant procedure due to needing an MRI. It was also reported that during the procedure, as the scs lead was being explanted, it broke resulting in a portion of the lead remaining in the spinal column. No additional information is available in regard to a plan to remove the remainder of the scs lead.